Event description:
It was reported that when the sheath was removed from the device, the stent came of with it. This was noted prior to use in the pt. The device was not used on the pt. A non-abbott stent was used to complete the procedure. No additional event info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted contrast visible in the inflation lumen, which is consistent with preparation. The stent was returned dislodged from the sds, confirming the reported info. The stent was returned, but not in the orange protective sheath. The distal half of the stent was slightly smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer diameters of the proximal stent struts were measured and met manufacturing criteria. The distal and middle measurements could not be taken due to the damage noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. Handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.